Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was not available. Based on the information received, the cause for the reportable event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU states, the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.

Event description:
It was reported via a voluntary medwatch that a patient underwent a heart catheterization with a left internal mammary artery (lima) angiogram and the physician deployed a 6f angio-seal vip device post procedure. The patient returned nine days later with right groin pain which was diagnosed as an abscess. The patient was readmitted for incision and drainage. The culture from the abscess showed group b strep. There was no additional information regarding this event.